Event description:
High impedance was observed on the patient's device. Per the physician's office, the patient had not experienced adverse events related to the high impedance. No additional relevant information has been received to date. No surgical intervention has occurred to date.